Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed non-physiologic oversensing. After high voltage shocks were delivered on (B)(6) 2015 for appropriate detection of ventricular fibrillation (vf), there was lead noise seen on the electrogram. The lead integrity alert was triggered on (B)(6) 2015 for ventricular sensing integrity counts (v-sic) and non-sustained ventricular tachycardia episodes with v-v intervals greater than 220 milliseconds. Apparent oversensing was seen on the episode's electrograms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had noise when programmed true bipolar due to interaction with a previously inactivated lead. The noise presented several hours post implant when the device had a lead integrity alert (lia). The lead was reprogrammed and no noise had occurred during the interval time. Three months later, the patient received three appropriate shocks which caused a fall and large laceration on the patient's head. It was stated that noise could be seen post shock, however it did not cause inappropriate therapy. Review of the device's data confirmed that the noise was due to not shunting shock energy through the old capped lead. Further reprogramming was suggested and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.